Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "patient received a cook tulip filter. Patient is alleging filter perforation of organ. Hospital and medical records have not been provided."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, thrombus, tilt, pain, limited physical ability, anxiety, depression, ptsd, add. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, limited physical ability, anxiety, depression, post traumatic stress disorder (ptsd), and attention-deficit disorder (add) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation, and tilt. Patient alleges "still in a severe amount of pain, unable to perform regular daily activities, continued treatment through medication and surgical intervention." Patient can no longer engage in regular daily activities and exercise due to frequent intense pain." Anxiety, depression, post traumatic stress disorder (ptsd), and attention deficit disorder (add). 12dec2014: unsuccessful retrieval reported. 09nov2022: successful retrieval reported. Per unsuccessful retrieval report, "... A single inferior vena cava venogram was obtained using 20 ml of half strength contrast. This confirmed patency of the filter with no evidence of retained thrombus". "The snare system does not have an angulated tip and the filter was tilted such that the hook was against the left lateral vena caval wall. The snare could not encircle the filter as I suspect the hook was trapped in a small degree of laminar thrombus". "It was felt that rather than persist and perhaps injure the vena cava or create migration or perforation of filter that the procedure should be aborted." Per CT report, "filter location and tilt: l2-l3, 16 degrees leftward tilt in the coronal plane." "Abnormal positioning of the ivc filter: absent" "perforation beyond the ivc wall with or without involvement of the adjacent organ/vessel: present, 4 strut tips extend beyond wall ivc maximally 8 mm. 1 strut tip abuts serosal surface duodenum without transmural extension. Additionally, tip of filter nose extends 4 mm beyond ivc wall." "Filter strut fracture or bending: absent." "Diameter of the inferior vena cava immediately above filter: 26 x 16 mm".